Event description:
A vigilance report was received with the following event description: occasionally at switch on the screen remains blank for 20 to 30 seconds. During this period there is no indication of the start up self test and no audible indication. When the screen displays it is in the normal operating mode i.e. The medtronic boot up display is not seen. This delay in booting up could, in an emergency, cause staff to think the device was not working which means valuable time could be wasted looking for another defibrillator.